Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the white foreign material was likely caused by known inherent risk and a definitive root cause of the burnt camera cover was unable to be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material in the air water cylinder/ tube and a burn on the camera cover. There was no patient involvement.